Manufacturer narrative:
H.10: no service activity has been performed yet on this device. Based on similar cases investigations, the root cause of reported errors is the stirrer motor blockage due to advanced corrosion process inside the ball bearing. The causes leading to the corrosion, which generates irregularities on the surface of the balls, are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes during routine maintenance. The affected circuit, patient or cardioplegia, was not specified. A malfunction of the stirrer motor cannot be excluded. There was no patient involvement.